Manufacturer narrative:
Investigation date: 07/01/2016. An investigation for kangaroo epump was performed for the reported condition of the unit over delivering. The unit was triaged and the complaint was confirmed. The root cause of the reported condition was due the unit¿s sensor and gearbox (faulty). Kangaroo epump was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications. (B)(6). (B)(4).

Manufacturer narrative:
Submit date: 02/15/2016. An investigation is currently underway. Upon completion, a full investigation will be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced a problem with an enteral feeding pump. The customer reports that the unit over delivers. There was no patient involvement.